Manufacturer narrative:
Result: siderail assembly.

Event description:
It was reported by service report that the head left siderail could not be locked in the up position. No pt involvement or adverse consequences were reported.